Event description:
Boston scientific received information that during a routine device change out this right ventricular (rv) lead displayed high, out of range shock impedance measurements as well as low, out of range pace impedance measurements with the new device and via the pacing system analyzer (psa). The lead also displayed low r-wave measurements. The lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.